Event description:
It was reported that during a ptca treatment procedure, the maverick over-the-wire 20/2.0 mm ballon ruptured at 4 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the distal left circumflex coronary artery. The physician used a bmw guidewire and a mach 1 guide catheter to cross the lesion. The maverick over-the-wire balloon was removed and replaced with a crosssail balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.